Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that episode review was requested for this implantable cardioverter defibrillator (ICD) due to inappropriate anti-tachycardia pacing (atp) delivered. Upon review of one episode, there was a premature ventricular contraction (pvc) and the p-wave was undersensed. As a result, anti-tachycardia pacing (atp) was delivered. In the second episode, the rhythm became uncorrelated but appeared similar to the patient's intrinsic rhythm. Technical services (ts) reviewed troubleshooting options. This ICD remains in service. No adverse patient effects were reported.